Event description:
The user's hearing performance with the device is affected. Following implantation surgery, two extracochlear channels were reportedly initially identified. Subsequent imaging revealed three extracochlear electrodes and one electrode located at the round window. Re-insertion is considered. Probably re-insertion and initial implantation on the contralateral side will be done together. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the decrease in benefit was most likely caused by a migration of the electrode out of cochlea. The reported pain might be related to extra-cochlear stimulation in the middle ear. Further a complete insertion was not achieved at implantation with likely two extra-cochlear channels. Re-insertion is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Following implantation surgery, two extracochlear channels were reportedly initially identified. Subsequent imaging revealed three extracochlear electrodes and one electrode located at the round window. Re-insertion is considered. Probably re-insertion and initial implantation on the contralateral side will be done together. No date has been scheduled yet.